Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw could not be inserted into the drill hole. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-5028c-09 biocomposite interference screw, batch 15389850 was returned for investigation. Visual evaluation noted damage to the threads and to the distal end of the screw. The screw measures 9 mm × 28.23 mm, in accordance with drawing co756, which specifies a length tolerance of 28 mm ± 0.25 mm. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion. Refer to the investigation photos. The complaint allegation is confirmed.